Event description:
Deltapaq (dfs10015620/c28625) stretched. During surgery, the prowler microcatheter (details unknown) was inserted followed by the deltapaq which formed 2 loops but when the third loop was not good, the coil together with the catheter came out from the aneurysm. The first 2 loop came out without any resistance, after that was resistance. The coil was not used like a guidewire to reposition the microcatheter. After the resistance was noticed, the microcatheter was removed together with the coil and the coil was replaced with a new one (details unknown) and the surgery was completed without consequences on patient. It was noticed that the coil was stretched. The product was stored according to labeling instructions. The same microcatheter was used to complete the procedure. There were no damages noted on the microcatheter after use. An adequate continuous flush was maintained through the microcatheter. There were no other damages noted on the coil. Coil entanglement with previously placed coils was not suspected to contribute to the event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler microcatheter (details unknown); new coil (details unknown).

Manufacturer narrative:
Deltapaq (dfs10015620/c28625) stretched. During surgery, the prowler microcatheter (details unknown) was inserted followed by the deltapaq which formed 2 loops but when the third loop was not good, the coil together with the catheter came out from the aneurysm. The first 2 loop came out without any resistance, after that was resistance. The coil was not used like a guidewire to reposition the microcatheter. After the resistance was noticed, the microcatheter was removed together with the coil and the coil was replaced with a new one (details unknown) and the surgery was completed without consequences on patient. It was noticed that the coil was stretched. The product was stored according to labeling instructions. The same microcatheter was used to complete the procedure. There were no damages noted on the microcatheter after use. An adequate continuous flush was maintained through the microcatheter. There were no other damages noted on the coil. Coil entanglement with previously placed coils was not suspected to contribute to the event. Visual: very limited information was received. The unspecified prowler microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Microscopic: the coil was returned undamaged and intact with no stretching found as was reported in the complaint event (photo 1). The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section). The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other (photo 2 & 3). Ball tip (photo 4). No manufacturing defects were found. Summary: the coil was returned undamaged and intact with no stretching found as was reported in the complaint event. The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section). The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. No coil stretching was found; therefore the root cause of the reported coil stretching cannot be determined. Concerning the coils resistance into the target site and the unidentified prowler microcatheters kickback; the exact root cause cannot be determined. However, based on the report, it is possible that coil encountered distal interference during deployment into the aneurysm. This interference may have originated from the coils already dwelling inside the aneurysm (if previously placed), on itself, or from the distal tip of the microcatheter which resistance may have pushed the coil¿s socket ring down inside the outer sheath. This distal interference may have caused the coils resistance during advancement into the aneurysm and may have resulted in the microcatheter losing its target site. The exact source of this interference; whether of a fixed or detached nature cannot be determined. For optimum product use and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return or the identification of the prowler microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.